Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02960).

Event description:
It was reported patient underwent an initial left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to malalignment. During the procedure it was noted that the offset screw would not tighten, however the surgeon was able to proceed and completed the case.